Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 497 mg/dl, at the time of incidence. Customer reported that the drive support cap was normal. Customer was okay to troubleshooting for high blood glucose level. Customer reported that they performed self-test and test passed. Customer declined to performed high pressure test. Customer did not allege the insulin pump was under delivering. Customer was advised to treat as per instructions of health care professional. The insulin pump will not be returned for analysis.